Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar instrument would not recognize when connected to the integrated electrosurgical unit (iesu). Prior to calling intuitive surgical, inc. (Isi) technical support, troubleshooting was performed as the customer tried to swap the instrument, energy cable, and monopolar port, but the issue persisted. The customer had power cycled the iesu with no improvement. The customer stated that they connected the instrument to a third-party generator and the instrument worked as intended. The procedure was completing as planned and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system powered on without errors.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) energized and cauterized and all ports recognized instruments on the surgeon side console. The logs did show m-36 error occurring on 11/13/2024. The activation request for a high frequency output had been locked. The front bezel had a crack on the top left side and a dent was on the top right of the side cover. There was also a deep scratch on the side of the cover.